Event description:
(B)(4). About 10 months after having essure implanted, I suddenly gained 15 lbs out of nowhere, within the span of a month. Since then I have gained steadily and cannot seem to lose the weight. I'm bloated a lot, lots of gas/bloating pain, which I did not have before. My skin is flaky and dry with many pimples (I'm (B)(6) years old). My hormones seem to be completely out of whack. I have no sex drive, I have no energy, I constantly feel like I"m on the verge of a nervous breakdown. My gums are receding at an alarming rate with no explanation as to why. I have terrible cramping now during my period. My period is severely heavy during days 2-5. I never had heavy periods before. I am having issues with my thyroid functioning properly and adrenal glands (fatigue). I feel overwhelmed and depressed at times.